Event description:
This report is based on information provided by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ indicating an issue involving the continuous unavailability of defibrillation during the acquisition/scan process. There was reportedly no patient involvement. The fse confirmed the defibrillation failure during an operational test, and the suggested troubleshooting steps involve sending a part to facilitate field verification. The recommended repair actions entail evaluating and replacing specific parts, including the therapy capacitor, paddle tray plates, and external paddles water resistant, all of which are part of the xl+ kit. This suggests the possibility of multiple components contributing to the defibrillation failure, leading to the necessity of replacing these particular parts. Despite sending multiple emails and receiving no responses, we were unable to confirm whether the suggested parts resolved the reported issue. Based on the available information, the cause of the reported issue was determined to be a failure in the defibrillation functionality. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the reported issue, the suggested course of action involves evaluating and replacing the specified parts mentioned above. Despite sending multiple emails and receiving no responses, we were unable to confirm whether the suggested parts resolved the reported issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Updated summary and grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the defibrillation was not available due to the operating test failing. No patient involvement reported at this time.